Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "lot of pain in breasts", "implants were recalled and don't want to have something in body that could be cancerous, putting health at risk". Healthcare professional reported "increase in pain", "the breast is more hardened, less mobile", "capsular contracture baker grade iii". The device remains implanted. This record is for right side.